Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient had been weaned off the pump medication. The physician replaced both the pump and catheter on (B)(6) 2016. A recent cap (catheter access port) procedure was done and they were unable to aspirate. The catheter had to be ligated, so they were not able to return it for analysis. The pump will be returned for analysis.

Manufacturer narrative:
Analysis of the 8637-20 found no anomaly. Analysis dispense testing passed and destructive analysis performed with no anomalies found. (B)(4).

Event description:
Additional information was received from a healthcare professional. The catheter tip had been placed at t9-t10. The catheter had been aspirated under fluoro, and was malfunctioning. The cause of the event was not yet known. The patient was being weaned off of medications and observed. An MRI was still pending.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703, lot# j94142072, implanted: (B)(6) 1994, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal compounded baclofen 130 mcg/ml and dilaudid 10 mg/ml via an implanted pump. The pump was programmed to deliver a dose of baclofen 45 mcg/day and dilaudid 2.888 mg/day. The pump's IFU (indication for use) was listed as spinal pain. The baclofen lot number was not known to the reporter. The pump was replaced on (B)(6) 2015. Since the replacement, the hcp noted the actual reservoir volume is less than the estimated reservoir volume. The volume discrepancies were noted on: (B)(6) 2015. The hcp was experienced performing pump refill procedures. The pump dosing was the same as prior to the replacement surgery. Since the pump replacement, the patient experienced nausea, drowsiness, and fell a few times and could not remember why, and was "out of it". The hcp used the same compounding pharmacy (as prior to replacement). On (B)(6) 2015, the dose was decreased to: dilaudid 2 mg/day and baclofen 32 mcg/day. Subsequently, the patient's symptoms improved. The reporter alleged overinfusion occurred with the replacement pump. The specific refill volume discrepancies were as follows: first refill (B)(4) 2015 estimated volume 5.6 mls; actual volume 4.5 mls second refill (B)(6) 2015 estimated volume 2.7 mls; actual volume 1.25 mls third refill (B)(6) 2015 estimated volume 4 mls; actual volume 2.5 mls other medications the patient was taking at the time of the event and relevant medical history were not reported. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider indicating other medications (oral, etc.) The patient was taking at the time of the event was (B)(6), compazine and xanax. The patient's pertinent medical history included replacing the pump this spring and noted the patient's increased lethargy. Interventions included contacting the company representative. The cause of the volume discrepancies was not determined. Troubleshooting including adjusting the flow downward and tracking refills . The issue had been resolved clinically by decreasing the patient's flow rate. They were monitoring the pump for any flow-rate changes. Additional information was received from a consumer and a healthcare provider (hcp) via a company representative. It was reported that over infusion was occurring. For the last couple of refills the physician monitored the volume discrepancies and discovered reservoir volume discrepancies of 4-5 mls. The volume discrepancy at the last refill was 1.5 ml and was getting back less than expected. The physician planned to attempt to aspirate the catheter access port under fluoroscopy to make sure there was a return of cerebrospinal fluid. It was planned to read the logs and perform a roller study. The two tests were scheduled for early next week. The patient experienced intermittent times of being very clear headed and at times "a bit out of it" like she was receiving too much drug. The phase of being "out of it" overwhelmed and not wanting to talk to people would last about an hour. The patient was sensitive which may have something to do with it. The patient was in a car accident (B)(6) 2016; a "fender bender". There was a discussion about the patient's ability to drive and in the police report it was documented that the patient had "too much drug on board". The pump was replaced 10 months ago due to normal battery longevity and the catheter was confirmed as patent then. The neurosurgeon did not suspect a pump issue. The patient was very dependable and had no issues with the previous pump. The patient was doing fine prior to the pump being replaced 10 months ago. The patient was not undependable with oral medication and the reporter planned to confirm with the healthcare provider if the patient was also on other medication. The physician believed the patient was having these episodes prior to the pump replacement. The patient planned to follow up with a neurologist to do a thorough exam (date unknown). The reporter planned to confer with the physician about replacing the pump and confirming catheter patency. The hcp replaced the old pump due to routine battery depletion (and the catheter was confirmed to be patent at this time). Since then, there had been over infusion of the new pump and other issues like the patient being pulled over for dui. On (B)(6) 2016, a side port procedure was done, and the hcp was unable to aspirate fluid from the catheter. The hcp tried for an hour, and they were unsuccessful. An MRI of the tip of the catheter would be done to rule out a granuloma. Also, the patient was to be weaned, and replacement of the pump and catheter was likely. Follow up was conducted regarding the device issues, the results of the MRI, actions/interventions taken, and the patient's outcome. If additional information becomes available, the event will be updated.